Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to noise. An alert for possible v circuit damage was noted. Noise was also noted during telemetry sessions. Internal ICD damage or lead damage was suspected. Pacing lead impedance was high during in-clinic device testing. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable.